Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that a femoral angiogram was not performed prior to the closure procedure. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
Event description continued: there was no reported adverse patient sequela. A clinically significant delay of two and half hours was reported due to the surgical intervention. A femoral angiogram was not performed prior to the procedure. The technician is reported to be trained in the use of the proglide device and in-training for the preclose technique. No additional information was provided. (B)(4) - failure to follow steps: femoral angiogram not performed prior to procedure. It was reported that the proglide device was used in a heavily calcified right common femoral artery access site. The instructions for use (IFU), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
User facility medwatch report received indicated the following information: "event desc: pre-close perclose suture from a previous procedure earlier this year broke when attempted to close post procedure. Perclose #1 - suture broke, perclose #2 - clotted off, perclose #3 - cuff broke proximal end outside body. Doctor attempted to retract device, as the hydrophilic tip was inside the right femoral artery and this visualized under x-ray. Surgical consult for an emergency arteriotomy. Hydrophilic tip successfully removed by surgeon. What was the original intended procedure? Closing post heart cath. Device usage problem: device malfunction - that is, the device did not do what it was suppose to do." Subsequent to the initial reported information, additional information had been received indicated the following: it was reported that prior to an interventional nano stem implantation procedure, placement of the sutures was attempted in the heavily calcified right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 5f. Reportedly, there was no bleed back from the marker lumen with the first proglide device. A second proglide was used and a suture break occurred. A third proglide was attempted and the guide of the device broke off inside the patient. Surgical intervention was performed by a surgeon to retrieve the broken off piece of the device and achieve hemostasis.